Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the septum opener had detached, and safety clip was present inside the septum opener which prevented the safety clip from engaging the cannula tip. The sample is not within specification; the reported issue is confirmed. An approved project is in place to further address issues with safety engagement. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant the safety shield appears to be stuck in the blood control septum, they both came out of the hub, and the safety did not engage leaving the needle tip exposed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.